Event description:
It was reported in an article in journal of ¿cardiovascular and interventional radiology¿ titled ¿always contact a vascular interventional specialist before amputating a patient with critical limb ischemia", that approximately within forty-three days to one year post procedure, seven patients were reportedly expired. The primary cause of death was unknown in four patients since no autopsy was performed. Of the three patients- one died of cardiac failure, one died after a stroke and one died of a sepsis caused by leg ulcers.

Manufacturer narrative:
H10: date of death for the patients were not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as this death is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of seven for this event. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The result of the investigation is confirmed for the reported adverse events patients expired one year post procedure. The definitive root cause for the reported adverse effects patients expired one year post procedure could not be determined based upon the available information. Labeling review: instructions for use for the reekross pta balloon catheter was reviewed and the following sections are applicable: warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Potential adverse effects: possible adverse effects include, but are not limited to, the following: ¿ sepsis/infection. ¿ death. H10: rosemarie met, mark j. W. Koelemay, shandra bipat, dink a. Legemate, krijn p. Van lienden and jim a. Reekers (2009). Always contact a vascular interventional specialist before amputating a patient with critical limb ischemia. Cardiovascular and interventional radiology. Doi: 10.1007/s00270-009-9687-3. H10: g3. H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Date of death for the patients were not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As this death is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of seven for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Rosemarie met, mark j. W. Koelemay, shandra bipat, dink a. Legemate, krijn p. Van lienden and jim a. Reekers (2009). Always contact a vascular interventional specialist before amputating a patient with critical limb ischemia. Cardiovascular and interventional radiology. Doi: 10.1007/s00270-009-9687-3.

Event description:
It was reported in an article in journal of ¿cardiovascular and interventional radiology¿ titled ¿always contact a vascular interventional specialist before amputating a patient with critical limb ischemia", that approximately within forty-three days to one year post procedure, seven patients were reportedly expired. The primary cause of death was unknown in four patients since no autopsy was performed. Of the three patients- one died of cardiac failure, one died after a stroke and one died of a sepsis caused by leg ulcers.